Manufacturer narrative:
Submitted: 09-feb-2018. The pump has been returned and evaluated by product analysis on 30-jan-2018 with the following findings: device evaluation: the display screen was noted to be dim/discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display screen issue. This report is made based on results of investigation completed on 30-jan-2018.